Manufacturer narrative:
The light output (lumens level) was not noted. For a report of a possible light toxicity occurrence, the light output (actual versus displayed lumens valves) and light uv content from an ahbi system would be verified to ensure system specifications and industry standards are being met. No further details were provided on the current condition of the reported system and/or the patient when the reported problem occurred. The root cause of the reported problem could not be determined. Investigation including root cause analysis is in progress.

Event description:
The surgeon stated during a case the patient experienced "photolighttoxicity (sic) and it completely wiped out the retina." Multiple attempts were made to gather information on this event, with no further information provided.